Event description:
Additional review indicated that the healthcare provider programmed 18734 mcg./day through the flex dosing. Additional review indicated that the baclofen delivered in the pump had concentration 1500mcg./ml and the health care provider stated "it¿s a straight, baclofen"

Event description:
It was reported that the healthcare provider (hcp) refilled the patient's pump with 19ml of drug and updated the pump on the day of the report along with making a dose change. The hcp then checked the session report and noted that the elective replacement indicator (eri) had dropped significantly from the eri of 67 that was showing when the patient went in and that the refill date was much sooner than it should have been. The hcp then re-interrogated the pump to see if there were any errors and none were reported. The second session file showed a reservoir volume of 18.8ml which the hcp thought was incorrect. After reviewing the first programming strip it was determined that an incorrect dose of 16734 was entered, which was why the eri was showing very low and the estimated refill date was (B)(6) 2012. The hcp reprogrammed the pump to stop the high infusion rate that was accidentally programmed and the eri was showing 67 months again as it should have been. The reservoir volume after the third update showed 18.5ml. It was discussed that the 0.5 that the patient had received over the 2-2.5 hours would have been around 750mcg of baclofen. The hcp was going to monitor the patient. The hcp then stated that they pulled out 4.5ml when they should have had 3.9ml. The device system was used to deliver compounded baclofen and bupivacaine. No patient symptoms were reported and the patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).